Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 88196, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Biohazard kit and received in proper condition. Visual inspection of catheter 2af284/ 88196- 011 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 14 injections. The catheter failed the performance test due to triggering of system notice 50032 ¿the safety system has detected a compromised outer vacuum¿. Pressure test and dissection revealed a leak in the inner balloon at the distal attachment with the catheter tip. Also, it showed the guide wire lumen kink at 1.058 inches from the tip inside the balloons. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.